Manufacturer narrative:
(B)(4). The analysis of the returned device did not confirm the reported device issue. Evaluation of the returned device revealed that the rail suture end was cut and the suture knot was properly formed. This is consistent with successful needle deployment and suture retrieval. The analysis of the returned device also indicated that the suture loop failed to release from the suture bearing which resulted in the whole suture containing the knot being removed along with the device. Based on the investigation, no product deficiency was identified. The probable cause was determined to be related to the operational context during use of the device. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, after suture deployment and the needle plunger was retracted, a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as occurred approximately 1-2 weeks ago). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.